Event description:
It was reported that the patient did not follow the recommended charging guidelines and had not recharged their device in over a year. As a result, the ipg became inoperable and would not communicate with external devices. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Stimulation was turned on and effective therapy was reportedly restored postoperatively.